Event description:
Report by customer: flow sensors requiring frequent changes by clinical staff the tubing gets something inline (regardless of the angle position) and then the vent doesnt ventilate effectivelyin one incident vent was reading a minute ventilation of 99 with tidal volume of 71. In another incident the g5 kept reading patient disconnect repeatedly or very high minute volumesboth both flow sensors were changes and vent check performed and the vent began working as expected

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. No root cause could be determined as the problem was not reproducible. The device was tested and passed all tests. There was no patient or user harm reported.